Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. No parts returned for analysis.

Event description:
Information was received from a health care representative via manufacture representative about a spine clamp from a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that during the fusion, it was not possible for the clamp to engage to tighten it around the spinous process. A different clamp was selected to complete the procedure. There was no reported delay to the procedure due to this issue and no impact on the patient outcome.